Event description:
Pt had radical prostatectocmy in 2002. Surgeon attempted to remove jackson-pratt drain. A piece of the drain broke off neccessitating surgical intervention to remove the retained portion.